Event description:
It was reported that the lead had dislodged and was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.